Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with new onset right-sided weakness and was admitted for cerebrovascular accident (cva) work-up. Inr upon admission was 2.1. Head CT scan revealed right parietal chronic infarct and new superior right cerebellar infarct. It was reportedly felt to be cardio embolic and anticoagulation was continued. Symptoms improved with physical therapy (pt)/ occupational therapy (ot). The patient was discharged on an unspecified date with home pt/ot for mild residual right sided weakness. The event was reported as ongoing. Additional information was requested.